Manufacturer narrative:
Device evaluation started, but not yet completed.

Event description:
It was reported that a patient undergoing radical prostatectomy was administered a transfusion of salvaged, (autologous) red blood cells. The red cells had to be collected into a cell savage device, in which the salvaged blood was washed, and was then transfused back to the patient though the involved device. The processed red cells were re-infused at a moderate rate and within 120 seconds the arterial line trace showed a rapid, profound drop to a systolic of 45-50 mmhg, with a relative tachycardia. The end tidal co2 trace was maintained but peripheral perfusion was markedly compromised. The infusion was stopped and replaced (via another IV cannula) by a bolus of hydroxyethyl starch and increments of 1:200,000 adrenaline, to which the patient responded over a period of 3-5 minutes, regaining the previous cardiac output. After some 20 minutes, the cell-saved blood was restarted at a very slow rate. But a further (though less profound) tachycardia and hypotension was noted and the infusion stopped and discarded. Arterial blood gases at the end of the procedure and in recovery were satisfactory. The surgeon who reported this event stated that he did not anticipate any adverse effect on short or long term patient outcome from this hypotensive episode.